Manufacturer narrative:
The evaluation confirmed the reported malfunction as the device has no image due to a shortage in the cable. Additionally the image was noted to be off-centered due to a defective charged coupled device unit. The device was repaired and returned to the customer. The original equipment manufacturer (OEM) performed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated that there was no previous repair records. A review of the complaint history indicates it is not a reoccurring failure at the customer site. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the service evaluation the potential cause of the no image malfunction was due to the user applied a load such as twisting to the cable part. As stated on the IFU (instruction for use) and as and to mitigate the cable from becoming damaged, the IFU states the following: do not coil the camera cable with a diameter of less than 20 cm. Be careful not to twist the camera cable when it is coiled. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. The OEM will continue to monitor complaints for this device.

Event description:
The service center was informed that a customer high definition camera head was returned due to a "broken condition" observed during preparation for use. Upon inspection and testing, the camera head was found to have a no image malfunction due to a defective/short in the cable. No patient involvement or harm was reported.